Event description:
A patient underwent outpatient bilateral renal stent placement with arteriography. Upon removal of balloon on right side, physician noted balloon had separated from the shaft and remained in the patient. Balloon successfully retrieved after 3 hours using a snare. Patient admitted for 24 hour observation and discharged.